Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer reported a bravo short study. Tech support advised to send in the study. There was no harm caused to the patient. The device is out of warranty.

Manufacturer narrative:
Corrected information: evaluation summary: though the capsule was not received for evaluation, a copy of the study was provided. The study recording was 29:40 hours of a scheduled 48 or 96 hours, and there were gaps noted throughout the duration. As only the study was provided for review and no equipment was returned, the cause of the failure cannot be reliably determined and could be attributed to one of the following: a. Recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to detect the bravo capsule signal was affected b. Capsule failure - due to failure of capsule¿s internal components, the ability of the capsule to function properly was affected c. It can be some systematic communication error between capsule and recorder. A review of the device history record indicates that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a short study. A copy of the study was provided for review, but no equipment is being returned. There was no harm to the patient but a repeat procedure was necessary due to the initial short study.